Event description:
Customer noticed increased rate of elevated patient results for patient samples using the igf-1 method on the immulite 2000 xpi system . The endocrinologists are performing an increased number of ggt suppression tests with growth hormones to exclude acromegaly. There was no known report of treatment given or withheld based on the igf-1 results.

Manufacturer narrative:
Corrected information (10/3/2013): upon review of the supplemental MDR 2432235-2013-00251_s2 it was noted that the initial MDR number was entered incorrectly. The correct number is 2432235-2012-00251. In addition the follow up MDR number 2432235-2013-00251_s2 was entered incorrectly in the manufacturer report number section (MFR report #). The corrected number is 2432235-2012-00251_s2.

Manufacturer narrative:
(B)(4): additional information: an urgent field safety notice (ufsn), (B)(4) - "immulite / immulite 1000 / immulite 2000 / immulite 2000 xpi all immulite platforms for igf-I shift in patient medians and supply disruption" was sent to customers in (B)(4) 2012.

Manufacturer narrative:
Siemens is currently investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2012-00251 was filed on (B)(4), 2012. The first follow-up MDR 2432235-2012-00251_s1 was filed on (B)(4), 2012.(B)(4) 2012: additional information: the corrections and removal report (crr) was filed with the FDA on (B)(4), 2012. The crr number is 2432235-11/28/2012-007-c.MDR 2432235-2012-00251_s1 states that the patient gender was female. The patient gender is unknown.